Manufacturer narrative:
No testing was performed on this device, as it was not returned to mmdg. Mmdg was not able to complete an evaluation or confirm the complaint.

Event description:
The initial reporter stated the pump took approximately five hours to complete a two hour infusion, and there was still approximately 10 cc of medication in the adminstration set. The initial reporter did not indicate any injury to the patient. (B)(4).